Event description:
The customer claims the alarm has power, but no alarm tone when pressure is off the sensor pad. The alarm also sounds when set on tone, but when set on voice and tone or voice only there's only a clicking sound. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows the unit powers on and sounds the alarm when it is set to tone mode. However, there's no alarm sound when set to voice / tone, only the tone sounds. While in voice mode there is a clicking sound. The unit did not pass functional tests. There is visible corrosion on the 9v ac adapter jack. (B)(4).